Event description:
It was reported that during a laparoscopic gastric roux-en-y procedure, while firing the device on stomach tissue with peristrips, the firing handle closed all the way, however, when staple lines were inspected, there were many unformed and malformed staples in the tissue. Surgeon hand-sewed over the sample lines to complete the procedure. There was no pt consquence.